Manufacturer narrative:
One tracheostomy tube was returned for evaluation. No discrepancies were observed when product was visually inspected. A syringe was used to pass water through the suction line in order to check for occlusion. The water was able to pass through the suction line and back, the suction line was not occluded. The customer's complaint was not confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
It was reported that while a tracheostomy was in use, the customer was unable to draw bodily secretions through the cuff's upper suction line but was unable to do so. The patient required a trach change out. No adverse effects were experienced by the patient.